Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 204.016, lot: 9584851, manufacturing site: grenchen, release to warehouse date: 24. July 2015. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the received plates and screws shows signs of use such as mechanical damages on entire part's surfaces. No other product issues or defects could be identified. Summary: our investigation has shown that the received devices have signs of use on their surfaces. This investigation will be rated as unconfirmed, because no product related issue was identified. We are not able to determine the exact cause of this occurrence due to missing detailed clinical information. Based on the reported complaint condition, we would like to draw your attention to our basic instructions on the use of synthes implants and instruments for orthopedics and osteosynthesis, on page 2 in the leaflet ¿important information¿ with document number se_023827. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient¿s height reported as 167 cms. Additional device product code: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, a patient underwent hardware removal due to suspicion of an allergic reaction with regards to metals. Two (2) dynamic compression plates (dcp) 7 hole, one (1) cancellous screw and eleven (11) cortex screws were removed. Patient had the initial implantation done on (B)(6) 2015 due to a fracture. Following that implantation, the patients arm started to manifest swelling. Patient and procedure outcome are unknown. This complaint involves total 14 devices, but due to system limitations, ten (10) impacted devices are reported under complaint (B)(4) and this complaint reports remaining four (4) impacted devices. This report is for one (1) 3.5mm cortex screw 16mm. This is report 2 of 4 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.